Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was asleep at the time of therapy delivery and unaware the shock occurred. The patient was brought in for testing where oversensing of noise was able to be reproduced with some isometric positions, but not others. Sensing in other vectors was evaluated and noise was seen but marked appropriately in one vector. In secondary vector there was not appropriate sensing due to low r-wave amplitude. All impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted to review the data. Ts noted that the noise appeared to be related to the sense b node circuit and the option would be to program secondary vector. However, in this case secondary vector does not provide appropriate sensing due to low r-waves. Ts noted that the physician should balance the clinical risk of keeping one of the other two sensing vectors programmed, in which there would be risk of the patient receiving additional inappropriate therapy and the noise continuing, versus explant of the current s-ICD system. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the field representative discussed the programming and clinical considerations with the physician. The physician will discuss the next step with the patient. At the time of the discussion the physician noted that the patient had steroid injections into his sternotomy scar by the plastic surgeons the previous year. The physician was curious if the noise from the area distal to the sensing electrode could be caused by direct trauma to the area. Ts was again consulted and discussed that review of similar cases do not have any evidence to suggest that external fluids or mechanical activities around the area lead to potential generation or contribution of the noise pattern experienced. However, it was noted that the injections around xyphoid incision being a contributing cause could not be fully excluded. However, if the lead mechanical troubleshooting has not been able to reproduce noise and no evidence under x-ray of integrity issues, then mechanical damages from injections around that area may be able to be excluded as a potential cause. This information was also relayed to the physician for further consideration. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was asleep at the time of therapy delivery and unaware the shock occurred. The patient was brought in for testing where oversensing of noise was able to be reproduced with some isometric positions, but not others. Sensing in other vectors was evaluated and noise was seen but marked appropriately in one vector. In secondary vector there was not appropriate sensing due to low r-wave amplitude. All impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted to review the data. Ts noted that the noise appeared to be related to the sense b node circuit and the option would be to program secondary vector. However, in this case secondary vector does not provide appropriate sensing due to low r-waves. Ts noted that the physician should balance the clinical risk of keeping one of the other two sensing vectors programmed, in which there would be risk of the patient receiving additional inappropriate therapy and the noise continuing, versus explant of the current s-ICD system. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the field representative discussed the programming and clinical considerations with the physician. The physician will discuss the next step with the patient. At the time of the discussion the physician noted that the patient had steroid injections into his sternotomy scar by the plastic surgeons the previous year. The physician was curious if the noise from the area distal to the sensing electrode could be caused by direct trauma to the area. Ts was again consulted and discussed that review of similar cases do not have any evidence to suggest that external fluids or mechanical activities around the area lead to potential generation or contribution of the noise pattern experienced. However, it was noted that the injections around xyphoid incision being a contributing cause could not be fully excluded. However, if the lead mechanical troubleshooting has not been able to reproduce noise and no evidence under x-ray of integrity issues, then mechanical damages from injections around that area may be able to be excluded as a potential cause. This information was also relayed to the physician for further consideration. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.